Manufacturer narrative:
It was reported that an employee used the gloves for approximately 2 months and experienced an allergic reaction on both of her hands that worsened over time every time she used the glove. According to the facility the employee experienced a rash on both hands and was seen at a local clinic who referred her to a dermatologist. The employee was reportedly treated with an unknown steroid cream and oral steroid. The employee reported that she has no know food, substance, drug or environmental allergies and the only thing that she used prior to donning the gloves was johnson and johnson baby lotion. The employee is currently doing well and the rash is gone. The actual sample is not available to return to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that an employee used the gloves for approximately 2 months and experienced an allergic reaction on both of her hands that worsened over time every time she used the glove.